Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified signs of wear due to usage but no evidence of the reported fracture. Functional testing had revealed no malfunction with the hex of the device. The event couldn¿t be recreated due to the nature of the device and event. Measurements were taken using a caliper(ID: (B)(6); due date: feb 25 2020) and per dimensional analysis and comparison to drawings (dwg no. 6051 rev. M), the returned device was within design specification. Document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Information identified: warnings: fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Precautions: improper technique can lead to device failure, loss of supporting bone, restoration fracture. Potential adverse events: fracture is among the potential adverse events associated with the device. DHR could not be performed, as the lot number associated with the reported device (unihg) was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed by item number (unihg) and event (fracture). It was revealed that during the past year and until now, there have been no non-conformance, CAPA, hhe/d, ie or product holds for the reported device and event. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured three months after placement, was removed, and replaced.